Event description:
The patient was implanted with a left ventricular assist device (lvad). The manufacturer received the attached user facility report (B)(4) from the (B)(4). The report indicated that on (B)(6) 2014 the patient's subtherapeutic inr was 1.7, and the ldh level increased to 892. Heparin and integrilin gtts were started. The patient developed complications of liver failure, coagulopathy, hemolysis, and right heart failure (rhf). The patient expired on (B)(6) 2014.

Manufacturer narrative:
The pump was not returned for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Device was not explanted. A correlation between the lvad, the reported event, an increase to the lactate dehydrogenase and hemolysis could not be conclusively determined as the pump was not returned for evaluation. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information provided stated that "the pump was not returned or explanted."